Event description:
During the dialysis procedure the tubing on the arterial side became disconnected at the luer lock. Air was observed in the tubing. Both the arterial and venous line were clamped immediately. The "air detector" had not alarmed prior to clamping. The pt experienced a cardiopulmonary arrest. Chest x-ray revealed air embolus. The pt expired following unsuccessful resuscitation. Upon examination, the apparent cause of disconnect was that the luer-loc fitting was not tightly secured. This was discussed with the dialysis personnel and it was concluded that in the future these would be carefully checked. Whenever the pts are turned, the dialysis personnel will hold the connections to insure that there is no possibility of a disconnect. The policy was also changed in that the area will be secured with tape as well.